Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Moisture damage was found on the lcd board. It was also received with a cracked display window corner, cracked reservoir tube lip and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went into the pool with the insulin pump. She removed the battery and reservoir to dry the device and received a button error alarm when reinserting the battery. Blood glucose value 161 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.